Event description:
The customer reported via phone call that they received a no delivery alarm. Customer stated the alarm occurred during basal and bolus deliveries. The customer's blood glucose was 281 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. It was also found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.